Manufacturer narrative:
(B)(4). It was reported that calcification was visible in the common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other two proglde devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using proglide devices after a coronary interventional procedure. Reportedly, a suture break occurred with three proglide devices. Hemostasis was achieved using an additional proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.